Manufacturer narrative:
Information regarding suspect medical device. Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding section (B)(4). The lot number could not be specified by the initial reporter. Upon review of this facility's order history, we confirmed the occurrence involves one of the three following lot numbers: w4120250, manufacture date 09/25/2018, expiration date 09/17/2021; w4118892, manufacture date 09/17/2018, expiration date 09/17/2021. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. Two used catheters were provided with the return. Both catheters appear clogged with blood and powder. One catheter, returned attached to the hemospray device, had a kink near the catheter tag and powder residue on the catheter connection. The second catheter had a small kink along the body of the catheter. When the catheter was removed, the catheter connection of the device appears to be clogged with darkened reddish powder. The device was returned with the on/off switch in the "off" position with the red activation knob engaged in the handle for activation of the carbon dioxide cartridge. The powder chamber appeared to be mostly full. When tested as returned, the device did not spray. The device was returned with the on/off switch in the "off" position but switched to "on" during functional testing. The catheter was also removed for testing. The red activation handle was removed, a very small amount of carbon dioxide had remained in the cartridge. The lance position was measured using a specified tool and found to be positioned correctly. A visual examination of the lance inside the handle indicates it is beveled. The o-ring and lance appear to be positioned correctly inside the regulator. The inspection of the carbon dioxide cartridge and regulator (lance and o-ring) confirm the device is of the post-CAPA design. When tested with a new carbon dioxide cartridge and activation knob, the device did not spray powder. The device was disassembled, and the tubes were disconnected for removal of the powder. Clumps of darkened reddish powder were observed in the tube between the powder chamber and on/off valve. A small amount of powder was observed in the tube between the powder chamber and low pressure valve. Powder inside the tube leading from the powder chamber to the small gray low pressure valve can occur if there is a back flow of pressure. Back flow can occur from an internal or clogged catheter, or if the carbon dioxide cartridge runs out of gas. Clumps of darkened powder were found in the powder chamber connection. A visual of the cannula and hole in the bottom of the powder chamber showed it to be clear. The low pressure valve was disassembled and blood was found on the spring. No powder was found inside the low pressure valve. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the possible lot numbers said to be involved were reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: two catheters were provided with the return and the evaluation found an internal clog and fluid in both the returned catheter and device. The root cause for report of unable to spray was an internal clog within the device. The cause of the internal clog is related to blood or other fluid from the surrounding area clogging the catheter, a use error. Catheter occlusion can be related to the handling of the device during the procedure. To assist the user, the instructions for use state the following, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion...precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel...note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history records confirmed that the possible lot numbers said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that blood made direct contact with the catheters, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook hemospray endoscopic hemostat. The powder would not deploy once it was introduced into the endoscope. The procedure was successfully completed with another manufacturer's hemostasis clips and probe. They were able to spray powder with the device after it was removed from the endoscope. The cook sales representative stated that, "there were no visible kinks in the catheter upon removal from the endoscope." There is a kink now, which the cook sales representative suspects occurred when it was packaged for the return. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.